Event description:
It was reported that the patients battery was no longer working. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted device was disposed.